Event description:
It was reported that the right ventricular lead showed a gradual increase in impedance and a rise in thresholds. The lead remains in use for further review with the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was additionally reported that the rv lead had a possible fracture, high impedance, and undersensing with diminished r-waves. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.